Event description:
It was reported that the patient experienced recurrent incontinence. Artificial urinary sphincter (aus) was explanted and replaced. A new aus was implanted. Additional information was requested, however, no information about the patient outcome is available at the moment.